Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2017-01237. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Patient [pt] allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism, anticoagulation is contraindicated due to recent abdominoplasty and liposuction. [Pt] plaintiff is alleging device unable to be retrieved, pain in chest sometimes, shortness of breath sometimes, inability to walk for extended periods of time due to shortness of breath and/or pain in chest. Filter retrieval was attempted on (B)(6) 2014. Filter retrieval was unsuccessful.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip-device unable to be retrieved, chest pain, sob, inability to walk long time due to sob." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain and shortness of breath are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.